Manufacturer narrative:
Additional narrative: 510k: this report is for an unk - constructs: expedium posterior/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Initial reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a database related research activity (drra) for january 1, 2000 and september 30, 2020, 44,746 patients, mean age of 57 years (sd=16.6 and a median age of 61 years (range: 2-89), depuy synthes expedium posterior, uss/uss ii, and moss miami system . The following complications have been identified: expedium posterior: 324 patients had reoperations 0-3 months; 1,403 patients had revision 0-12 months; 718 patients had revision 13-24 months. Moss miami systems: 17 patients had reoperations 0-3 months; 65 patients had revision 0-12 months; 46 patients had revision 13-24 months. Uss/uss ii: 65 patients had reoperations 0-3 months; 221 patients had revision 0-12 months; 114 patients had revision 13-24 months. This is for the depuy spine expedium posterior and moss-miami system. A copy of the clinical evaluation form is being submitted with this regulatory report. This is report 1 of 2 for complaint (B)(4).